Event description:
Customer reports a glucose result from epoc system lower than lab, samples drawn at same time, patient seen in emergency department. No further information was available from the customer.

Manufacturer narrative:
Epocal inc. Has initiated a corrective action for this complaint. A field action has also been initiated. Results are pending.